Event description:
Additional information was received that during the first deployment attempt, an infold of the valve frame was noted. The valve was recaptured twice and withdrawn from the patient. Subsequently, the same delivery catheter system was used with the replacement valve for implant. It was noted that no infold was noted or recapture performed with the replacement valve. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: vlv evolutfx-34; product lot/serial number unknown; product type: 0195-heart valves; implant date (B)(6) 2023, explant date n/a. Additional information received shows that there is no information to reasonably suggest that the second valve (unknown serial number) in this report that was previously system reported, may have caused or contributed to a death or serious injury or has malfunctioned. Therefore, the second valve did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that clarified previously reported information indicating that the patient¿s ejection fraction prior to the implant procedure was 20%, and there was a high risk of hemodynamic failure during the procedure, therefore pcps was introduced, and circulatory support was provided. Angiography was performed that revealed that the native valve leaflets were expanded, and echography confirmed leaflet movement had improved. To prevent infolding, a pre-implant bav was performed with a larger 26 mm non-medtronic balloon. Infolding of the second valve did not occur. Mild pvl was observed, so a post-implant bav was performed using a 23 mm non-medtronic balloon. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-34. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient's ejection fraction (ef) was 20% and hemodynamics were highly likely to rupture during the procedure, therefore percutaneous cardiopulmonary support (pcps) was introduced and circulatory support was provided. The valve (f605190) loading check revealed no misloading. Due to severe aortic stenosis, an expansion defect was predicted and pre-implant balloon aortic valvuloplasty (bav) was performed using a 24mm inoue balloon three times. Native valve leaflets were repositioned with angiography and echocardiogram. During valve (f605190) deployment, an infold occurred at the point of no return, so the valve was recaptured and replaced. Loading check for the replacement valve showed no misloading. A pre-implant bav was performed with a 26mm zmed ii balloon that was sized up to avoid infolding. The replacement valve was deployed at a position of 5mm on the non-coronary cusp (ncc) and 8mm on the left coronary cusp (lcc). Infolding and mild paravalvular leak (pvl) was observed. A post-implant balloon aortic valvuloplasty (bav) was performed using a 23mm sapien balloon. There were no further complications, and the procedure was completed. Per the physician, the infolding on the first valve (f605190) was not a product defect but caused by patient anatomy - severe aortic stenosis, which had a very high level of calcification in the valve leaflet. No adverse patient effects were reported.